Event description:
It was reported that a small volume folfusor leaked around the blue cap; drug was noticed on the cap attached to line. The event occurred before patient use. The device was filled with 2250 mg fluorouracil in 115 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date of august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 6, 2025 and january 7, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (replace b17 with b15, c20 with c13), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug precipitate at the blue winged luer cap which may indicate a leak has occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.